Event description:
It was reported that the device was displaced below from the original site, and the atrial lead was dislodged and became caught in the free-wall side. It was also reported the ventricular lead pulled out. The device and leads were revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.